Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type tur/bladder irrigation set leaked somewhere between the roller clamp and drip chamber. This issue occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. A pressure test and clear passage under water test were performed and a leak was observed due to a separation in the drip housing assembly because the bottom seal was not properly sealed. The reported condition was verified. The cause of the condition was due to an equipment malfunction during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.